Event description:
It was reported to medtronic neurosurgery that the pt was admitted with noticeable swelling on the right side of his head. The pt was taken to the operating room for a ventriculoperitoneal shunt revision and the surgeon inspected the shunt and felt that the valve looked to be fractured or punctured.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records showed no anomalies. All of the valves are 100% tested at the time of manufacture.